Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the severely calcified and "average" tortuous external iliac artery. The 8.0 x 30/135 (4f) sterling balloon was being used following the implant of a non-bsc stent. During post-dilatation, the sterling balloon ruptured at an unknown atm; however the inflation level was noted to be "within the realm of rated burst pressure". The device was removed from the patient intact. The procedure was completed with another of the same sterling balloon. No patient complications were reported and the patient's status is good.